Event description:
Device 5 of 5: reference MFR. Report: 1627487-2012-11320, reference MFR. Report: 1627487-2012-11321, reference MFR. Report: 1627487-2012-11322, reference MFR. Report: 1627487-2012-11323: it was reported the pt had discomfort from the system extensions, and the pt felt the peripheral lead stimulation was ineffective (off-label use). The physician explanted the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.